Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient was having a scan to determine if there is an infection at the pocket site at the left gluteus. There were no further symptoms or complications reported or anticipate.